Event description:
It was reported that the patient presented to the emergency room due to chest pain. The chest x ray revealed that the atrial lead had dislodged. The lead was successfully repositioned.